Event description:
It was reported that "the sheath from the hemostasis valve during routine removal." The sheath was removed from the patient percutaneously, without any complications. The sheath had been in use for two days.